Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right lower lobe resection, the device fired, but staple line was incomplete distally. Suturing was done to fix the staple line.